Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 26-aug-2023, UDI#: (B)(4). Product ID: 977a275, serial/lot #: (B)(4), ubd: 12-apr-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-dec-03: information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the lead was causing discomfort. Patient reported they went to the ER and had a CT scan. The rep turned their spinal cord stimulator (scs) off. Issue was resolved at this time. No further complications were reported/anticipated. On 2019-dec-16: additional information was received from the patient's wife. It was reported that after the implant surgery the device helped a bit, but not much as the doctor could not get the modulator thing (lead) in the same spot as the trial. Caller continued stating that on (B)(6) (2019), they went back in and repositioned one of the electrodes. Following the surgery patient woke up with shoulder pain but the doctor did not think it was due to the stimulator so the doctor gave him a shot which did help, but then the patient's shoulder got worse again. Patient's shoulder continues to be in pain and so a week and a half ago they went into the ER and they had a CT scan done that found that the leads are putting pressure on the nerve after the readjustment. It was stated multiple times throughout the call that the patient was experiencing severe shoulder pain and now is experiencing numbness and weakness in left leg and now more recently in both legs. Patient does have the device for nerve damage in the left leg, but is now experiencing pain that has transitioned into weakness and numbness in his shoulder that is traveling down his arm and now both legs. Caller was inquiring assistance in finding another doctor to take care of current situation as they do not want to go see their current doctor. No further complications were reported.